Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery: due to aseptic loosening of the tibial.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery: due to aseptic loosening of the tibial.

Manufacturer narrative:
The reason for this revision surgery was reported as loosening. The previous surgery and the surgery detailed in this event occurred 4 years and 2 months apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at hospital and not made available to djo surgical for examination. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There was a nonconformance associated with the main part #242-02-109, empowr ps kneetm femur, nonporous, 9r which documents that out of 9 parts lot 1 part was rejected and scrapped due to dimension out of tolerance. All other items in the lot were met with fit, form and function requirements. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.